Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed, displaying the message ¿air.¿ a variance of 5.07% had been recorded. Continuous infusion had been active with a starting and original reservoir volume of 138 ml, and a remaining reservoir volume of 7 ml at the time of the report. The air detector and upstream sensor had both been turned on. The infusion had been set to run over 46 hours, and the pump had been locked at the time. The pump had not been used to prime the extension tubing. Instead, gravity priming had been utilized. There was patient involvement, but no harm reported. The associated pump complaint was documented on (B)(4).

Manufacturer narrative:
Device was not returned for analysis of complaint that the pump displaying the message ¿air.¿ a variance of 5.07% had been recorded. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.